Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a "replace sensor" message with the freestyle libre 2 sensor. Scan readings could not be obtained, and the customer subsequently experienced stomach pain, fatigue, dizziness, and loss of consciousness. The caregiver treated the customer with glucagon spray. There was no report of death or permanent injury associated with this event.